Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The sample centrifugation time and speed were insufficient according to the tube manufacturer's recommendations. The investigation reviewed the system's alarm trace and found sample alarms after aspiration. This is an indicator of possible poor sample quality. The field service engineer performed system checks and replaced the pinch valve tubing. He completed performance testing with acceptable results. The customer performed qc with passing results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on a cobas e411 disk. The patient had two samples collected for troponin testing. After the initial sample was collected, the patient had a sample collected after 1-hour and was tested. Due to the differences in results between the two samples, the customer performed repeat testing with both samples. The patient's samples were repeated on the same cobas e411 disk as well as a different cobas e411 disk "upstairs." The questionable results for both samples were reported outside the laboratory. The patient's initial troponin result was 207.6 ng/l with a data flag. The patient's repeat troponin result on the same cobas e411 disk was 6.00 ng/l with a data flag. The patient's repeat troponin result on the cobas e411 disk "upstairs" was 8.8 ng/l. The customer determined the repeat result of 6.00 ng/l with a data flag was correct for the patient's initial sample. The patient's 1-hour troponin result was 6.00 ng/l with a data flag. The patient's 1-hour troponin result on the same cobas e411 disk was 6.91 ng/l. The patient's 1-hour troponin result on the cobas e411 disk "upstairs" was 8.24 ng/l. The correct result for the 1-hour troponin result was requested but not provided. The troponin reagent lot number was 49088100 with an expiration date of 30-apr-2022.